Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but how or when the catheter was damaged cannot be verified since it was reported that the leak was noted when the PICC was being primed. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The catheter length had not been modified, but the position of the stylet had been modified. The stylet was extending 3.75cm from the distal tip of the catheter. A functional test revealed spraying leaks in the 2fr tubing between the 13 and 15 cm depth marks. The leak sites were microscopically examined and longitudinal splits was found on the external surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. This type of split can occur when the stylet is repositioned without flushing the catheter. A hydrophilic coating on the stylet needs to be wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. The damage can also occur if the tubing is compressed over the stylet. When or how the catheter was damaged could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The leak was found around 18-19 cm in the catheter when discharging the air. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The leak was found around 18-19 cm in the catheter when discharging the air. No patient involvement.